Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros tropi es (troponin I) result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The customer is not following the tube manufacturer recommendations for sample handling, therefore a pre-analytical sample related issue could not be ruled out as a contributor of the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor of the higher than expected tropi result. However, the customer did not perform a within run precision test prior to cleaning the microwell incubator and repeating the original and redrawn patient samples, therefore a transient instrument issue cannot be ruled out as the potential cause of the event. Based on historical quality control results, a vitros tropi es lot 3140 performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3140. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3140 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros tropi es (troponin I) result from a single patient sample processed on a vitros 5600 integrated system. Patient sample result of 0.461 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported outside of the laboratory. However, ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).